Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low leak¿co2 rebreathing risk error. The device was outside of clinical use at the time of the reported issue. There was no report of patient or user harm.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced by philips. Insufficient information was available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.